Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 537 mg/dl with moderate to high ketones levels and the cause was not known. The infusion set site was changed. A bolus was delivered and water consumed to address the high bg and ketones. A pump system check was performed an no device issue was identified. The customer resumed insulin delivery.